Manufacturer narrative:
Additional information has been received regarding clear retainer ring recall added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment; however, a cracked retainer ring was noted during visual inspection. All buttons were tested for their functionality and all passed. No delivery alarms were not noted during testing. No rewind anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed no relevant no delivery alarms on the event date of 24-jan-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor at the home switch, dried insulin on the motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, and corroded battery tube. No delivery/occlusion alarm, rewind anomaly, and unresponsive buttons were not confirmed during testing. Moisture damage was noted during visual inspection found on the battery tube, motor home switch, motor slide (dried insulin), and force sensor. Retainer ring damage was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons are harder to push, slower to rewind, no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1715kr, mmt-332a, mmt-386a. Customer reported a keypad anomaly and/or stuck button alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1715kr. Product return is expected for mmt-332a. Product return is expected for mmt-386a.